Event description:
Per the op report: indication for procedure: cad, subacute inferolateral mi. Procedure: CABG x2. Documentation reflect..."the heart was lifted and the second obtuse marginal was examined. It was full of thrombus and felt hard as if there was a stent in it. Upon incision of artery, a one inch segment of catheter with a ruptured angioplasty balloon at the end was retrieved. Gross pathology reflected a catheter/tip balloons 0.5 to 2.0 cm with a range in diameter from 0.2 to 0.3cm. The retained surgical item (rsi) was grossly examined by the abbott rep. It is unclear at this time the exact balloon device that ruptured as multiple different manufacturer's balloon were used within the obtuse marginal segment (oms) vessel during the cardiac catherterization (cc) in question two weeks ago. Cc film reviewed by physician post procedure. Question of identification of rsi on film. Patient is doing well with no subsequent complications. Suspected percutaneous transluminal coronary artery (ptca) with bare metal stent of the left circumflex, posterior left ventricle (plv) and ptca of the oms followed by ptca of om2 and right coronary artery (rca). During cc procedure in question, the patient remained hemodynamically stable. Interview with physician reflects multiple balloon ruptures throughout the procedure secondary to heavy plaque. No indication during procedure that balloon was retained as balloon inspected upon removal.reported event to abbott rep, which is conducting their own internal investigation.what was the original intended procedure?ptca and bare metal stent of left circumflex plv and ptca of om2.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.device #5is this a laboratory device or laboratory test?no.device #6is this a laboratory device or laboratory test?no.device #7is this a laboratory device or laboratory test?no.device #8is this a laboratory device or laboratory test?no.